Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 54 mg/dl and current blood glucose level was 122 mg/dl. Customer stated that they treated with food. Customer stated that the reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 75 mg/dl and sensor glucose was 110 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 75 mg/dl. Customer stated that auto mode was active at the time of incident. The customer will continue the use of the insulin pump.